Event description:
It was reported that the patient had his entire system explanted and re-implanted with a new system. There were lots of open circuits on his previous device. The patient was recovering fine.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of implantable neurostimulator (ins) serial number (B)(4) found no significant anomalies. The ins was functionally okay with insignificant anomalies. Analysis of the lead serial number (B)(4) found that the stimulation lead body conductor was broken at titan anchor site. Analysis of the lead serial number (B)(4) found that the stimulation lead body conductor was broken at titan anchor site. (B)(4).

Manufacturer narrative:
(B)(4)